Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the librelink app, he received a ¿replace sensor¿ error message on the freestyle libre sensor. As a result, the customer was not able to obtain sensor scans and consequently experienced a loss of consciousness. The customer had contact with a healthcare professional who administered 2 vials of glucose at 33% and 1 glucose at 5% via IV for the diagnosis of hypoglycemia. Reportedly, laboratory results of "33 - 76 - 120" were obtained however it is unknown the time/date the results were obtained. No further information was reported. There was no report of death or permanent injury associated with this event.